Manufacturer narrative:
Mfg date - 07/08/2014. A review of the records related to this equipment shows no failure detected . The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. There is not a recognizable adverse trend. There are no additional risks or hazards associated with this incident. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings and precautions for medical complications. There is no product deficiency identified as this is a known issue at acceptable rate. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Manufacturing date requested but not available at the time of this report. Field service specialist visited account and completed optical coherence tomography (oct) alignment and verification. Checked instrument performance and oct reference arm path was off 10 microns. System was adjusted. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported patient had anterior capsule tear. No patient details or additional information was provided.